Manufacturer narrative:
(Exemption number e2015033). (B)(4). Device investigation revealed a broken base part of the cmd d-coil. This component has a decreased mechanical stability as a thinning out of the base part is required to accommodate a larger magnet to achieve an increased magnetic retention. In combination with a stronger magnet this can lead to a reduced lifetime of the cmd coil, as identified on the corresponding cmd risk assessment form, which also states to stop using the cmd coil immediately if the coil bottom should be damaged. A review of the device history records showed no abnormality. In addition, also the magnet housing was found broken, which needs to be thinned out as well to accommodate the larger magnet. The patient switched to dl coil with magnet strength 5. This is a final report.

Event description:
The magnet of the cmd d-coil broke through the housing. The patient switched to sonnet with dl-coils #5 magnet). No injury has been reported.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The magnet from the cmd d-coil is breaking through the d-coil housing. No injury has been reported.